Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Instrument got stuck in closed position. When they removed the instrument it bent the screw. Additional half hour to an hour delay in surgery as there were issues with removing the stuck instrument from the head. There were two available cases so the surgeon removed the whole system from patient and used the second available case.